Event description:
Nurse was starting an IV and needed to draw blood. When she pulled the catheter back, the tip of the angiocath snapped. She noticed that only part of the catheter came out. Fluoroscopy and a vein cut down were required to retrieve the tip from the patient.the visualization of the catheter under light microscopy showed that the cath was sliced and shorn apart. The incident may possibly stem from the physical anatomy of the patient creating a bend in the soft catheter while removing the needle. As the needle was withdrawn a circumferential cut was created. Further movement as the needle was withdrawn most likely caused the catheter to tear and detach flowing into the vessel.